Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Revised for dislocation. Operative side reported as right.